Event description:
It was reported that per preventive maintenance arctic sun device had no flow, replaced flow meter.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During initial testing device had no flow. Flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device had no flow, replaced flow meter.